Event description:
The customer reported the "charger" had a burn hole in it. This was immediately taken out of pt use. There was no pt involvement.

Manufacturer narrative:
This MDR was originally submitted on (B)(4) 2012 and identified the incorrect mfg number. The original submission was under mfg report number 3008729547-2012-00036. A f/u MDR was submitted under MFR# 3008729547-2012-00036 to note the correction to the mfg report number.